Event description:
In 2003, pt with a long standing history of a painful right great toe was diagnosed with pseudoarthrosis of the metatarsophalangeal joint right great toe. They underwent arthrodesis with tricortical graft from the right anterior iliac crest. A threaded pin, plate, and 4 screws were used during that surgery. Their toe healed uneventually but later the plate broke and there was obvious non union of the arthrodesis site. 4 months later surgery was performed to remove the broken plate and other hardware that had been inserted before. During surgery the plate was found broken. Several of the screws were quite loose with fibrinous material around them. There was a significant amount of serous fluid with fibrinous material that was purulent. There was no evidence of union of the graft site. Pt was diagnosed with osteomyelitis.